Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The display output was not visible upon powering up the ccm. The image was observed with the help of a flashlight, and the ccm was otherwise functional. The single board computer (sbc) voltage output to the inverter was verified and met specification. The ccm inverter was installed into a luo ccm and the display was visible. The inverter was reinstalled into the original ccm and the screen output was visible. It was determined that the display was most likely the cause of the failure to illuminate.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported issue, the central control monitor (ccm) was started up multiple times and no boot up issues were observed. The software was reinstalled, and the coin cell battery was replaced as a precaution. The unit operated as intended.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) display would not turn on, even though the fan and power were working. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm and performed verification checks. The unit operated to the manufacturer's specifications.